Manufacturer narrative:
The bariair bed was returned to the kci service center and evaluated. The bed operated for 240 hours without any loss of air to the mattress. Additional eval of the bed noted a loose cable connection on the control panel. The service center was able to duplicate the control panel freezing up by disconnecting the cable. Other than this, there were no problems with the bed.

Event description:
A pt in a sicu (surgical intensive care unit) at a hosp was placed on a bariair bed because, she was decompensating when the hosp staff were manually repositioning her on a regular hosp bed. Before the pt was switched to the bariair bed, she was placed on 100% fio2 (fraction of inspired oxygen); the surgical critical care fellow and several of the sicu nursing staff were at the bedside for the transfer to the bariair bed. There were no problems during the transfer. After about 20 minutes, the bed deflated and the nurse at the bedside immediatly pressed the inflate button on the control panel; the bed did not reinflate and the control panel froze. A call was placed to kci. The pt's spo2 started dropping and went down to 73%; pillows were placed under the pt and a chest x-ray was ordered. After the pillows were placed, the p's spo2 went up to 89-90%. A kci rep troubleshooted the problem at the bedside. The kci rep recommended switching out the bed. The pt was switched back to the regular hosp bed and the pt's spo2 went up to 97%.